Event description:
Info received indicates the head end of the bed is slowly drifting down.

Manufacturer narrative:
The technician found that the hi/low head down valve seat was stuck in port. He replaced the valve and the bed functioned properly.